Manufacturer narrative:
Section h10: (h3) pending evaluation (d10) concomitant device(s): a599837 320-31-36 - glenosphere, 36mm, a546488 320-35-01 - small glenoid plate, a374362 315-35-00 - glnd kwire, a610813 320-10-00 - equinoxe reverse tray adapter plate tray +0, a615225 300-01-09 - equinoxe, humeral stem primary, press fit 9mm, a504422 320-15-05 - eq rev locking screw, a534628 320-20-00 - eq reverse torque defining screw kit, a563416 320-20-18 - eq rev compress screw lck cap kit, 4.5 x 18mm, s441321 320-20-18 - eq rev compress screw lck cap kit, 4.5 x 18mm, s437667 320-20-22 - eq rev compress screw lck cap kit,4.5 x 22mm.

Event description:
As reported, approximately 3.5 months post op initial left tsa, this 75 y/o female patient was revised due to dislocation. Patient not revised to exactech devices: all components were removed. Patient was last known to be in stable condition following the event. Unable to obtain images or x-rays. Product not returning: disposed at hospital.

Manufacturer narrative:
H3: the cause of the patient¿s shoulder dislocation and subsequent revision reported cannot be conclusively determined; however, it may be due to soft tissue imbalance, patient anatomy, implant positioning, and/or implant selection. *the following sections have corrected information: please disregard section d and h5 - device information not available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: b2, d8. The following sections were corrected: d4: catalog number, serial number, expiration date and UDI are unknown d10 concomitants: (B)(6), 320-31-36 - glenosphere, 36mm (B)(6), 320-35-01 - small glenoid plate (B)(6), 315-35-00 - glnd kwire (B)(6), 320-10-00 - equinoxe reverse tray adapter plate tray +0, (B)(6), 300-01-09 - equinoxe, humeral stem primary, press fit 9mm, (B)(6), 320-15-05 - eq rev locking screw, (B)(6), 320-20-00 - eq reverse torque defining screw kit, (B)(6), 320-20-18 - eq rev compress screw lck cap kit, 4.5 x 18mm, (B)(6), 320-20-18 - eq rev compress screw lck cap kit, 4.5 x 18mm, (B)(6), 320-20-22 - eq rev compress screw lck cap kit,4.5 x 22mm, (B)(6), 320-36-00 - 36mm humeral liner +0 unconstrained, g4: 510k is unknown due to specific device not being reported, h4: manufacture date unknown, h5. The cause of the patient¿s shoulder dislocation and subsequent revision reported in incident cannot be conclusively determined; however, it may be due to soft tissue imbalance, patient anatomy, implant positioning, and/or implant selection. Dislocation is a known risk, as outlined in the IFU. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.